Manufacturer narrative:
Follow-up #1 date of submission 03/08/2016-device evaluation: the cartridge has been returned and was evaluated by product analysis on 03/01/2016 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient's blood glucose that day was 500 mg/dl with large ketones and abdominal pain. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump alarmed for a loss of prime issue. It was reported the patient was not using the cartridges per instructions for use. There was no indication of a device malfunction. The reported maintained the allegation of a product issue after the issue was attributed to use error. This complaint is being reported because the reported health event was attributed to a reported use error and alleged product issue.